Event description:
Gauged retractors found in cpd while processing. Case type: no associated procedure. Update: "the retractors get gauged after performing several mako cases due to the saw blade hitting them during cutting."

Manufacturer narrative:
Reported event: customer reported a gauged retractor found in cpd . Device evaluation and results: device evaluation was performed and the bent hohmann retractor event was confirmed. Device history review: a review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 01/23/2018 with no discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the bent hohmann retractor. There have been 11 other events for the referenced lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from these prs displayed the same failure. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Conclusions: the event was confirmed. The bent hohmann retractor was inspected, revealing multiple spots where it was hit by a cutting tool. Material from the surface of the retractor appears to have been removed as a result of contact with the cutting tool. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Gauged retractors found in cpd while processing. Case type: no associated procedure. Update: "the retractors get gauged after performing several mako cases due to the saw blade hitting them during cutting."